Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, crease fold and weight to the spec. Clouds were observed in the gel after the autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Additional, corrected, and/or changed data: b.7, h.3, h.6.

Event description:
Healthcare professional reported left side unilateral capsular contracture, baker grade IV. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, d.10, g.1, g.3, h.3, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side unilateral capsular contracture, baker grade IV. Device remains implanted.